Event description:
Third party service provider reported that, while performing maintenance, he noted the n2o could flow without the presence of o2. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.